Event description:
Customer reports one incident of a blood leak on use #15 at the onset of pt treatment. Noted by a blood leak alarm and visible blood in the dialysate. Estimated blood loss was 250 cc's. No patient injury or medical intervention reported.